Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation after experiencing a traumatic event. Diagnostics revealed high impedances on the left extension, and reprogramming was attempted. To address the issue, the patient may be awaiting surgical intervention.